Event description:
The customer was testing the alarm. When he inserted new batteries into the alarm, it powered on and all functions tested fine. The customer tested it a second time, and the alarm would not power on. There was no damage noted on the alarm unit. There was no patient contact.

Manufacturer narrative:
(B)(4). Evaluation: evaluation of the returned product found that the alarm was received in good condition and when it was tested with batteries the alarm powered on. The alarm was powered off manually and on the second attempt, the alarm did not power on. The alarm was tested with an external power supply and it did not power on. Manufacturer references file # (B)(4).